Manufacturer narrative:
The provided logfile shows the user performed treatments successfully. During the docking phase of the reported treatment the user got some troubles to achieve good suction 2 values and so he got a very long suction time of 198 seconds, but the treatment was still finished without any error. The logfile shows no error or relevant warning messages and energy stayed stable. The reported suction break during treatment cannot be confirmed. The system shows no deviation which can contribute the suction problem from the technical side. No technical root cause could be identified as the logfile review shows the laser was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A technician reported a suction break during lasik treatment. Additional information has been requested.